Event description:
Patient underwent surgery as high impedance was observed after generator replacement surgery. Pre-operative diagnostics showed 9100, 8988 and 8901 ohms . First possible cause checked was the lead insertion into the generator. Upon opening the chest pocket, it was discovered that the lead was not fully inserted into the generator. Both lead pins were cleaned and reinserted, and torqued properly. Impedance checks outside the pocket were around 2200 ohms and the second was performed after repositioning the neck and manipulating the leads in the neck with finger pressure. The third and fourth checks were done after the generator was reinserted and anchored in the chest pocket with suture. Those two test also showed impedances in the 2000 ohm range. No devices were replaced.

Event description:
Patient's device showed high impedance but not greater than 10,000 ohms. The patient's output current was increased to 2.0 ma and magnet to 2.25 ma. A message that the programmed current is not being delivered and that the current being delivered was 1.75 ma was noted. The impedance value was at 4955 ohms. X-rays were requested but have not been received to date.

Event description:
It was reported through clinic notes that prior to the surgery that corrected the patient's high impedance on (B)(6) 2017 that the patient's device settings were lowered to the maximum deliverable output current (0.875 ma) to conserve battery life. They also cut back off on his rapid cycling duty cycle and enabled autostimulation. No further relevant information has been received to date.

Event description:
Patient's device showed high impedance and effective current was only 1.0 ma. Patient has been experiencing worsening seizures. There was no prior history of high impedance. Per diagnostics on (B)(6) 2016 (implant surgery), impedance was within normal range. Additional information was received that the lead pin was confirmed to be inserted all the way past the connector block and secured with the setscrew at the time of implant. The surgeon is aware on how to insert the lead pin completely. Everything was tested fine and there were no visual signs that would have yielded to a compromised lead. The patient is to follow up on (B)(6) 2017 for positional testing to see if higher impedance is still observed. No additional relevant information was received.